Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following an unknown spinal surgery where rhbmp-2/acs was implanted on an unknown date. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had been experiencing back pain in 2011. In august of 2011, the patient underwent a spinal fusion surgery on lumbar spine at l4-l5. Reportedly, rhbmp-2 was used in the surgery. Within six weeks of the first surgery, the patient developed burning pain in her skin located on her back and arms.